Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a 41-year-old female patient who had essure (batch no. 641429) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included migraine and fibroids. Concomitant products included etonogestrel (implanon). On (B)(6) 2009, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping/lower quadrant pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), weight increased ("weight gain") and migraine ("migraine"). On an unknown date, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (on (B)(6) 2015 hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain, menorrhagia, vaginal haemorrhage, dyspareunia, dysmenorrhoea, weight increased and migraine outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion date discrepancy - on (B)(6) 2009. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia and cramping". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2018: quality safety evaluation of ptc (product technical complaint) update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a 41-year-old female patient who had essure (batch no. 641429) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included migraine and fibroids. Concomitant products included etonogestrel (implanon). On (B)(6)2009, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping/lower quadrant pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), weight increased ("weight gain") and migraine ("migraine"). On an unknown date, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (on (B)(6) 2015-hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain, menorrhagia, vaginal haemorrhage, dyspareunia, dysmenorrhoea, weight increased and migraine outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion date discrepancy - (B)(6) 2009. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia and cramping ." Most recent follow-up information incorporated above includes: on 12-apr-2018: reporter information was updated. This case concerns 41 year old patient. Her demographics were updated. Her concomitant medication was added. Essure indication was amended. Essure lot number was added. Essure removal date was added. Following events: abnormal bleeding (vaginal/menorrhagia) and dysmenorrhea (cramping) were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 41-year-old female patient who had essure (batch no. 641429) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included migraine and fibroids. Concomitant products included etonogestrel (implanon). On (B)(6)2009, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy and irregular bleeding/abnormal bleeding "), abdominal pain lower ("severe cramping/lower quadrant pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia") and migraine ("migraine") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and psychological trauma ("psych injury"). The patient was treated with surgery (on (B)(6)2015-hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain, menorrhagia, vaginal haemorrhage, dyspareunia, dysmenorrhoea, weight increased, migraine and psychological trauma outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, psychological trauma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion date discrepancy. (B)(6) 2009. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia and cramping ." Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received- new event psych injury was added. Reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping/lower quadrant pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), weight increased ("weight gain") and migraine ("migraine"). The patient was treated with surgery (pelvic surgery on (B)(6) 2015). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain, dyspareunia, weight increased and migraine outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, genital haemorrhage, migraine, pelvic pain and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.